Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection when the device was fired "everything seemed fine". All the proper steps were taken to remove the device from the patient, but the surgeon found that upon inspection of the donuts the distal donut was complete, but the proximal donut was incomplete. The anastomosis was incomplete as well. The surgeon sutured the opening closed to address this issue. There were no patient consequences reported.